Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, therapeutic donor testing was performed. In-house testing on retained strip lot 385358a was found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Although a technique issue was identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2-3. On (B)(6) 2016. Inratio inr = 1.0; repeat inratio inr = 3.3; lst repeat inratio inr = 4.2; 2nd repeat inratio inr = 5.2. All tests completed within 15 minutes. No reported adverse patient sequela. No additional information provided.